Event description:
It was reported thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a watchman fxd curve access system (was) and a versacross connect laac access solution system. Following the transeptal puncture, transesophageal echocardiogram (tee) identified a thrombus attached to the was. An attempt was made to aspirate the thrombus but was unsuccessful. The was was removed from the patient and the thrombus was no longer visible via tee. The was was flushed, reintroduced into the patient, and the procedure was successfully completed.